Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: longitudinal balloon burst observed on inflation balloon, and presence of calcium in stj/aortic root. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. There are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the balloon burst. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was confirmed by the imagery provided. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Review of available information suggests that patient factors (calcification) may have contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm commander delivery system balloon burst during deployment of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach. The patient had severe bulky calcified leaflets and calcified sinotubular junction. A 26mm sapien 3 ultra valve was prepped with nominal volume on a 26mm commander delivery system. The delivery system was advanced through the sheath without issue. The native valve was crossed, and the team began to deploy the valve slowly. The valve was almost fully deployed when it burst. The valve was stable, and the delivery system was removed without issue. The team post-dilated the valve with a non-edwards balloon. The echo post procedure demonstrated no paravalvular leak, and a valve mean gradient of 3mmhg. No patient injury was reported.